Event description:
It was reported that during an unknown procedure, the clips would not advance. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Jaws. Evaluation summary: the analysis results for the el5ml instrument confirmed that the instrument was returned with the jaws in the closed position. The trigger had to be manually assisted to re-open the jaws; one clip with tissue and a b-form staple were released from the jaws. During further analysis, the instrument ejected two clips due to the left jaw being broken at the bifurcation. According to investigations, the most likely failure mode for jaw bifurcation breakage is stress, corrosion, cracking, and the most likely root cause is exposure to a solution chlorine. The failure is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The failure is not occurring as a result of the product complaint decontamination process. The instrument locked out as intended, but it was broken during evaluation. No conclusion could be reached as to what may have caused the clips would not advance reported event. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.